Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. The information for the additional medical device type is as follows: d.2b. Medical device type: gim the information for the additional 510k is as follows: g.4. PMA/510(k)#: k213670;k231373. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube, it is not measuring the volume correctly. This occurred in one tube. No patient impact reported.

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. A total of 100 retained samples were visually inspected, and the hemogard closure assembly was found to be correctly assembled and placed on the tubes. Functional tests were performed on 10 of the retained samples. All tubes were within specification limits, with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube, it is not measuring the volume correctly. This occurred in one tube. No patient impact reported.